Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. Although the speaker was confirmed to be producing sound during testing the customer indicated that speaker is low even when on volume 10 at the time of the event, the speaker was replaced.

Event description:
The customer reported that the unit has very low sound when vital alarms go off, but if they touch the options on the screen, the sound appears to be normal. Additionally, an "inop" message is displayed indicating a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.